Event description:
While doctor was using the perforator it broke off from the hand piece. The package and broken perforator was put in a biohazard bag and given to neuro team leader. A new perforator was opened up and used without incident. No harm to patient.